Manufacturer narrative:
UDI (B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was overheating and leaves a black mark on the center of burr shafts while making a grinding sound was confirmed. An assessment was performed and it was observed that the device heated up over the temperature specification in 3 minutes (118.7 degrees should be less than 118 degrees in 10 minutes), and also made unusual noise. It was further observed that the driveshaft and bearings were worn out causing the overheating, unusual noise, and black mark on cutter. The assignable root cause was determined to be due to component wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tympanoplasty surgical procedure, it was observed that the motor device was overheating and leaving a black mark on the center if the burr shafts while making a grinding noise. It was reported that there was no delay in the procedure due to the event as a spare motor device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. There was no allegation of a malfunction against the burr devices. If additional information should become available, a supplemental medwatch will be submitted accordingly.